Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #00784301206, versys femoral beaded fullcoat stem, lot #61231871; catalog #00875200832, continuum longevity liner, lot #61516356. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
This report is being amended to reflect changes in sections. No devices or photos of the devices have been provided as the patient has not yet been revised. These devices are used in the treatment of the patient. This device combination is a compatible combination. Complaint history showed that the screw part and lot combination had another complaint for pain which was found not to be directly related to the screw. The remaining devices listed did not have any other complaint for the part lot combination. The hospital records provided did not contain any information that would lead to the root cause. With the information provided, a definitive root cause cannot be determined.